Event description:
Customer reported the left monitor screen is blank and system is showing an overload fault. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver pcb. System operates as intended.